Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of back pain ("back pain") and device dislocation ("essure in intra-abdominal position") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), balance disorder ("balance disorder") and sciatica ("cruralgia"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, device dislocation, balance disorder and sciatica outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, device dislocation and sciatica with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred terms: back pain ¿ analysis in the global safety database revealed 485 cases. Device dislocation ¿ analysis in the global safety database revealed 3.039 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-feb-2018. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure in incorrect position / essure in intra-abdominal position in mesocolon') in a female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in october 2011, partial salpingectomy and ectopic pregnancy. Concurrent conditions included nickel sensitivity. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain") and sciatica ("cruralgia"). In 2016, the patient experienced balance disorder ("balance disorder") and myalgia ("muscle pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the device dislocation, back pain, balance disorder, sciatica and myalgia had resolved. The reporter considered back pain, balance disorder, device dislocation, myalgia and sciatica to be related to essure. The reporter commented: insertion had been easy, visualization of the ostia was easy and no complaint from the patient immediately after insertion occurred. At post-operative visit at one month, the patient went well, and had no more symptoms. Complete resolution of the events was noticed on follow up at 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Abdominal x-ray - in (B)(6) 2012: results: not significant (single insert). Allergy test - on an unknown date: results: positive for nickel. No uterine abnormality noticed prior to insertion. Essure confirmation tests had been performed via x-ray, and lymphocyte activation test was negative even for nickel. Pathological anatomy examination of left tube found nothing remarkable except the insert intra-abdominal position in mesocolon. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2020: the case will be deleted from bayer pv database. Nullification reason: this case (B)(4),is duplicated of the case (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 13-mar-2018. This spontaneous case was reported by an other health professional and describes the occurrence of back pain ("back pain") and device dislocation ("essure in intra-abdominal position") in a female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), balance disorder ("balance disorder") and sciatica ("cruralgia"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, device dislocation, balance disorder and sciatica outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, device dislocation and sciatica with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: back pain ¿ analysis in the global safety database revealed 495 cases. Device dislocation ¿ analysis in the global safety database revealed 3102 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("essure in incorrect position / essure in intra-abdominal position in mesocolon") in a female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included partial salpingectomy, and ectopic pregnancy. Concurrent conditions included nickel sensitivity. In (B)(6) 2011, the patient had essure inserted under general anesthesia. In 2012, the patient experienced back pain ("back pain") and sciatica ("cruralgia"). In 2016, the patient experienced balance disorder ("balance disorder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the device dislocation, back pain, balance disorder, sciatica and myalgia had resolved. The reporter considered back pain, balance disorder, device dislocation, myalgia and sciatica to be related to essure. The reporter commented: insertion had been easy, visualization of the ostia was easy and no complaint from the patient immediately after insertion occurred. At post-operative visit at one month, the patient went well, and had no more symptoms. Complete resolution of the events was noticed on follow up at 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2012: not significant (single insert) allergy test - on an unknown date: positive for nickel no uterine abnormality noticed prior to insertion. Essure confirmation tests had been performed via x-ray, and lymphocyte activation test was negative even for nickel. Pathological anatomy examination of left tube found nothing remarkable except the insert intra-abdominal position in mesocolon. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jun-2018 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed 3.552 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: uterine perforation and device removal questionnaires received: reporter and patient¿s information were updated. Start date of essure was amended to oct-2011, and outcome of the events ¿back pain¿, ¿balance disorder¿, ¿cruralgia¿, ¿device dislocation¿ were considered as resolved. The event "muscle pain" was added, and the reporter considers that essure caused or contributed to occurrence of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.